Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-55820.

Event description:
The customer reported via phone call that there was a hospitalization 4 months ago and another hospitalization 3 weeks ago. Customer stated that he is doing fair and has been in and out of the hospital 5 times in the past 4 months. Customer stated that all of the hospitalizations have been diabetes related. Customer stated that he did not know the dates and will call back tomorrow with the information. Customer went in for a procedure and his blood glucose went all over the place. Customer was put on manual injections and since it didn't work, he went back on the pump. Customer's blood glucose went up to 500-600 mg/dl. Customer had the procedure 3 weeks ago. Customer's diabetes clinical manager replied through email that he has dementia and they don't believe that he is safe on therapy at present due to the change in his mental situation. The diabetes clinical manager also mentioned that the customer fired his caregiver or they quit, so he has nobody to help him with set changes.